Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in r-wave amplitude was noted. When measured by hand the r-wave amplitude was within normal range. The pacing lead impedance showed an increase. The patient will be monitored.